Manufacturer narrative:
Block b3: exact date unknown, event occurred three weeks prior to the date the manufacturer became aware.

Event description:
It was reported that the patient could no longer get the implantable pulse generator (ipg) to charge. The patient underwent an ipg explant procedure and was doing well postoperatively. The explanted device was kept by the medical facility.